Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-02622 3005168196-2021-02623 3005168196-2021-02624 3005168196-2021-02626

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coil detachment handles (handle), penumbra smart coils (smart coil), packing coil lps, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully detached a smart coil in the target vessel using a handle. The physician then advanced another smart coil to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach after multiple attempts. Therefore, the smart coil was removed. Next, the physician successfully detached a packing coil lp in the target vessel using a second handle. The physician then advanced another packing coil lp to the target vessel and attempted to detach it using the handle; however, the packing coil lp also failed to detach after multiple attempts. Therefore, the packing coil lp was removed. Then, the same issue occurred with another packing coil lp. It was reported that a second attempt made to detach the packing coil lp with the first handle was also unsuccessful. Therefore, the physician manually detached the packing coil lp. The procedure was completed at this point as the physician lost access. There was no report of an adverse effect to the patient.